Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted. .

Event description:
Device has been explanted.

Manufacturer narrative:
This report is in response to sus voluntary event report mw5092449.

Event description:
Patient reported via regulatory agency "swelling", "pain", "pain in hands, ribs, back and chest". Patient also reported "problems with hands, arms-extreme problems vascular and neuro in upper extremities", "redness", "palor", "change in temperature" and "several acute bilateral posterior rib fractures"; these events are not device related. Healthcare professional also reported ¿unexplained bilateral mastodynia", "unexplained rib fractures", "concerned for the implant causing possible lymphoma", "unexplained pain" and "capsule appeared to be calcified and thickened."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported via regulatory agency "swelling", "pain", "pain in hands, ribs, back and chest". Healthcare professional also reported ¿unexplained bilateral mastodynia", "unexplained rib fractures", "concerned for the implant causing possible lymphoma", "unexplained pain" and "capsule appeared to be calcified and thickened." Patient also reported "problems with hands, arms-extreme problems vascular and neuro in upper extremities", "redness", "palor", "change in temperature" and "several acute bilateral posterior rib fractures"; these events are not device related. Device has been explanted and discarded after surgery.